Event description:
Boston scientific received information that the patient this cardiac resynchronization therapy defibrillator (crt-d) had lost consciousness and blacked out for 30 minutes. The health care provider reported that the patient had a ventricular tachycardia (vt) zone 1 episode and the device appropriately detected and treated with anti-tachycardia pacing (atp); however, there was a concern that the device was undersensing because it was pacing. A boston scientific technical services (ts) consultant reviewed episode strips and discussed that it appeared that the device was trying to smooth out the rhythm by pacing, but it was pacing at the same time as the vt. Ts advised either programming the rate smoothing to less aggressive at 12 up and 12 down or turning it off.

Manufacturer narrative:
Additional information provided stated that the rate smoothing feature was programmed to a less aggressive percentage. As of today, the available information suggests this crt-d remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Subsequent information indicates that this product was explanted and returned for normal battery depletion. This product is currently on-going analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.